Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing at 139,091 joules of use. No additional information was provided. There was no patient injury reported.

Manufacturer narrative:
(B)(4).